Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned wrong test strip lot#. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 454 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 321 mg/dl using truemetrix meter and 285 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is 12/01/2016. The meter memory was reviewed for previous test result history (customer stated he does not know if results of 342 and 380 mg/dl are fasting or non-fasting): (B)(6). Memory concerns:454mg/dl. Customer called in states the meter is reading high. Customer states the meter read 454mg/dl fasting and states his normal fasting range is 150-170mg/dl. Customer denies signs and symptoms of hyperglycemia and denies the need for medical attention at the time of call. Customer states that he doesn't know if 342mg/dl and 380mg/dl is a fasting result or not.